Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. The lead was returned esc on the overlay tubing. An in-vivo insulation breach was not observed. (B)(4).

Event description:
It was reported that there was an insulation damage on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.